Event description:
The customer observed false positive architect total b-hcg result on a patient. The sample was repeated, and the result was negative. The following data was provided: sid: (B)(6) initial result = 5,866 miu/ml (positive), repeat result = < 1.2miu/ml (negative) no impact to patient management was reported.

Manufacturer narrative:
Patient identifier: complete sid is (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review and labeling review. In-house testing of retained reagent kit was also completed. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Ticket search by lot indicates that the reagent lot shows higher complaint activity than expected. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot 36213ud02 and complaint issue. The overall performance of the architect total b-hcg reagents in the field was reviewed using data gathered from customers worldwide. The median values (for the negative population) for the complaint lot are within the established limits. Labeling was reviewed and sufficiently addresses the customer's issue. An in-house testing of a retained reagent kit of the complaint lot was performed using panels which mimic patient samples. All specifications were met indicating that the lot is performing acceptably.based on this investigation, no systemic issue or deficiency was identified for the architect total b-hcg reagent lot 36213ud02.updated section d: suspect medical device information: d4: catalog number updated from 07k78-74 to 07k78-77; lot number updated from 36213ud00 to 36213ud02.